Manufacturer narrative:
(B)(4). No product has been returned. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the monomer liquid did not go into the container, it ran out. The surgery was completed with another one.